Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was getting overheated and it kept alerting low battery. The blood glucose level of the customer was 136 mg/dl. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed the self test, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Device warmed up to the touch and had an unexpected battery depletion (approximately 25 minutes), low battery alarms, and an unexpected battery power loss during testing. Device also alarmed battery failed while connecting to the battery simulator due to high current draw, fault isolated to the electronic assembly. Unable to perform the active current and sleep current measurement test due to battery failed alarm.